Event description:
The facility reported that the patient was being toileted. The patient was ill with diarrhea and became weak. She started to bend her knees and was advised to try to stand up. While the caregiver was reaching for a box of gloves, the patient fell to the floor. She sustained a fracture on the left base of the skull behind the ear and was hospitalized. (B)(4).